Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that patient had a follow up CT scan recently after a surgery in mid-(B)(6) 2023, and a foreign body was picked up on the scan. The patient came in for surgery on friday (B)(6) to have the foreign body removed which was successful and it looks to be part of a needle holder. At the time of initial surgery, the broken part was not noticed. No negative impact in state of health reported. The event caused additional surgical intervention to remove broken piece from the patient.